Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) level was 380 mg/dl and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula for any damage as the prior 2 cannulas were not damaged. The customer reported that the pump may have been exposed to an abrupt temperature change during the occlusion alarms. Reportedly, the customer was to prevent abrupt temperature changes to the pump when boluses were delivered. The customer declined a follow up call to ensure this issue was resolved.